Event description:
The m5sct device was returned to the MFR 10/09/96 for analysis and evaluation.

Manufacturer narrative:
Evaluation results: the mfrs analysis and investigation of the returned unit indicate that the inflation line was partially separated from the flange with a jagged type of cut. The returned unit had white residue underneath the flange. The pull (tensile) strength of the inflation line was tested with acceptance results. The exact cause(s) of the material separation cannot be determined. It appears, based on the complaint report that this pt may be pulling or manipulating the inflation line.